Manufacturer narrative:
Pump logs recorded two food bolus and one correction bolus within a 6 minute window starting at 9:04pm on (B)(6) 2016, 1.5 hours later there is a low bg value of 63 entered. It is possible the user inadvertently delivered two boluses for one food event. A review of the logs does not suggest that a pump malfunction caused or contributed to the low bg event.

Manufacturer narrative:
The reported issue could not be confirmed; however, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 (mg/dl). Sugar was consumed to address bg levels. System check with tandem technical support indicated the pump was performing as expected.